Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was returned for evaluation. During a visual inspection it was found that the roller ball of the roller clamp was missing. However, the root cause could not be identified.

Event description:
It was reported that a colleague compatible set, with filter, was missing the roller clamp. This malfunction was identified prior to use, therefore there was no patient involvement. Additional information was requested and is not available.